Event description:
A pin collet was sent for eval because metal shaving was coming out of it during testing. The event occurred during a routine maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Visual inspection revealed severe corrosion within the device. The probable cause of the reported event was attributed to corrosion within the device.